Event description:
In an emergent situation a pt was being prepped to receive a left ventricuular assist device (lvad). The surgeon couldn't wait for the dual console (ddc) to arrive so he proceeded to start the case with the portable tlc-ii driver. Upon starting the docking and touchscreen computer,nothing appeared except a white screen. After trying to toggle on/off several times, nothing happened. Surgeon didn't want to start the case with a blind computer, as he would not be able to set the values for pump/driver. The surgeon decided to put the pt on ECMO until the ddc arrived.